Event description:
Related manufacturer reference number: 2017865-2022-43784. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that right ventricular - rv lead exhibited loss of capture, while the pacemaker exhibited premature battery depletion. The rv lead was capped and replaced (B)(6) 2022, while the pacemaker was replaced and remains implanted and inactive. The patient was in stable condition throughout the procedure.